Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), inflammation ("inflammation "), menstruation irregular ("irregular periods") and pelvic pain ("pelvic pain female"). The patient was treated with surgery (surgery to remove the essure). Essure was removed in (B)(6) 2017. At the time of the report, the device dislocation, inflammation, menstruation irregular and pelvic pain outcome was unknown. The reporter considered device dislocation, inflammation, menstruation irregular and pelvic pain to be related to essure. The reporter commented: patient had need for additional surgery. Incident . No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant"), fallopian tube perforation ("perforation (fallopian tube(s))") and device breakage ("coil was removed in several pieces") in a 36-year-old female patient who had essure (batch no. B93881) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fungal infection. Concurrent conditions included menstrual cycle abnormal and menses irregular. Concomitant products included ibuprofen. On (B)(6) 2014, the patient had essure inserted. In february 2015, the patient experienced rash ("rashes or skin conditions type: rash"). In april 2015, the patient experienced vaginal discharge ("vaginal discharge"). In june 2015, the patient experienced migraine ("migraines") and headache ("headaches"). In august 2015, the patient experienced nausea ("nausea"). In november 2015, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In january 2016, the patient was found to have weight increased ("weight gain/ loss specify which one: weight gain"). In april 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In may 2016, the patient experienced pelvic pain ("pelvic pain female"), mood swings ("hormonal changes describe: mood swings"), anxiety ("psychological or psychiatric problems condition: anxiety") and abdominal pain ("abdominal pain"). In june 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In december 2016, the patient experienced vision blurred ("vision/eye problems type: blurred vision"). In february 2017, the patient experienced fatigue ("fatigue"). In may 2017, the patient experienced alopecia ("hair loss"). On (B)(6) 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 3 years 6 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), inflammation ("inflammation ") and menstruation irregular ("irregular periods"). The patient was treated with surgery (surgery to remove the essure coil bilaterally. And surgery to remove the essure coils). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, fallopian tube perforation, device breakage, inflammation, menstruation irregular, mood swings, menorrhagia, vaginal haemorrhage, anxiety, rash, migraine, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, vision blurred, fatigue, weight increased and alopecia outcome was unknown and the pelvic pain and abdominal pain had resolved. The reporter provided no causality assessment for device breakage with essure. The reporter considered abdominal pain, alopecia, anxiety, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, inflammation, menorrhagia, menstruation irregular, migraine, mood swings, nausea, pelvic pain, rash, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: patient had need for additional surgery. Normal bilateral tubal ostia. After deployment, 4 coils on the right and 2 coils on the left. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 61.678 kgs. Ultrasound scan vagina - on (B)(6) 2014: results: total bilateral occlusion. On (B)(6) 2014 hystrosalpingograms should essure coils are noted in good position bilaterally. On (B)(6) 2018, suggestion of a 2.9 cm left ovarian hemorrhagic follicle, which could potentially be a cause of the patient's pain. On (B)(6) 2018, normal liver surface, sub diaphragmatic surface and appendix. Normal uterus and bilateral adnexa; small follicle in right ovary. Coils palpated in cornual segment of both fallopian tubes. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: dyspareunia, pelvic pain, rash, menorrhagia and following one was described in patient's medical records: device breakage. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc (product technical complaint) incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant"), fallopian tube perforation ("perforation (fallopian tube(s))") and device breakage ("coil was removed in several pieces") in a 36-year-old female patient who had essure (batch no. B93881) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included fungal infection. Concurrent conditions included menstrual cycle abnormal and menses irregular. Concomitant products included ibuprofen (advil). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced rash ("rashes or skin conditions type: rash"). In (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2015, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2015, the patient experienced nausea ("nausea"). In (B)(6) 2015, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2016, the patient experienced weight increased ("weight gain/ loss specify which one: weight gain"). In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2016, the patient experienced pelvic pain ("pelvic pain female"), mood swings ("hormonal changes describe: mood swings"), anxiety ("psychological or psychiatric problems condition: anxiety") and abdominal pain ("abdominal pain"). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient experienced vision blurred ("vision/eye problems type: blurred vision"). In (B)(6) 2017, the patient experienced fatigue ("fatigue"). In (B)(6) 2017, the patient experienced alopecia ("hair loss"). On (B)(6) 2018, 3 years 6 months after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), inflammation ("inflammation ") and menstruation irregular ("irregular periods"). The patient was treated with surgery (surgery to remove the essure coil bilaterally.), surgery (surgery to remove the essure coils) and surgery (surgery to remove the essure coils). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, fallopian tube perforation, device breakage, inflammation, menstruation irregular, mood swings, menorrhagia, vaginal haemorrhage, anxiety, rash, migraine, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, vision blurred, fatigue, weight increased and alopecia outcome was unknown and the pelvic pain and abdominal pain had resolved. The reporter provided no causality assessment for device breakage with essure. The reporter considered abdominal pain, alopecia, anxiety, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, inflammation, menorrhagia, menstruation irregular, migraine, mood swings, nausea, pelvic pain, rash, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: patient had need for additional surgery. Normal bilateral tubal ostia. After deployment, 4 coils on the right and 2 coils on the left. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 61.678 kgs. Ultrasound scan vagina - on (B)(6) 2014: total bilateral occlusion. On (B)(6) 2014 hystrosalpingograms should essure coils are noted in good position bilaterally. On (B)(6) 2018, suggestion of a 2.9 cm left ovarian hemorrhagic follicle, which could potentially be a cause of the patient's pain. On (B)(6) 2018, normal liver surface, sub diaphragmatic surface and appendix. Normal uterus and bilateral adnexa; small follicle in right ovary. Coils palpated in cornual segment of both fallopian tubes. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: dyspareunia, pelvic pain, rash, menorrhagia and following one was described in patient's medical records: device breakage. Most recent follow-up information incorporated above includes: on 8-nov-2018: plaintiff fact sheet received. Events added from pfs- mood swings, abnormal bleeding (vaginal, menorrhagia), anxiety, rash, migraines / headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, perforation (fallopian tube(s)), blurred vision, fatigue, weight gain, hair loss, abdominal pain. New event added as per medical record: coil was removed in several pieces. Outcome of pelvic pain update from unknown to recovered / resolved. Onset date of pelvic pain were update. Date(s) of insertion update from (B)(6) 2014. Date(s) of removal update from (B)(6) 2017 to (B)(6) 2018. Historical condition, concomitant disease were added. Reporter information, lab data added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.